Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized for the event. The cause and treatment of the peritonitis event was not reported. The patient outcome was also not reported. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). This report is for an unknown baxter minicap. This report involves the same patient as in (B)(4). Should additional relevant information become available, a supplemental report will be submitted.